Event description:
On (B)(6) 2025, patient¿s wife reported that patient was coming down from a two-hour high blood glucose (bg) event., which was reported at 461 mg/dl. The pump indicated a full insulin cartridge, but when removed, it was empty. The agent explained that the patient likely rewound the pump without changing supplies, causing the pump to misread the cartridge. On the same day, the agent confirmed via logs that on 8/6/2025, the patient rewound the pump and only filled tubing with 0.6 units, completing the supply change process incorrectly. Patient¿s wife understood. Changing the supplies corrected the patient's bg. No reported symptoms during event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.